Manufacturer narrative:
The patient experienced the fungal peritonitis on an unreported date in 2016. The patient was hospitalized for the fungal peritonitis on an unreported date in (B)(6) 2016 and discharged on (B)(6) 2017. (B)(6). The cause of this peritonitis was use error reported to be due to a break in aseptic technique by the patient. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that a peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in fungal peritonitis. The cause of the breach in aseptic technique was not further described. The patient was hospitalized for the event. On an unreported date, the patient began treatment for the peritonitis with unspecified infusion drugs (doses, frequencies and routes were not reported). After more than ten days of infusion drug therapy, the patient began treatment with ¿fulikang ((B)(6) medicine)¿, orally (doses and frequencies were not reported). On an unreported date during peritonitis treatment, dianeal therapy was discontinued and the patient was switched to hemodialysis (hd). At the time of this report hd therapy was ongoing and for more than two months (not further specified). The patient was discharged from the hospital (approximately 81 days prior to receipt of this report). On an unreported date, the peritonitis was resolved and the patient was recovered from the event. No additional information is available.